Event description:
Customer reported her insulin pump was in her purse and her purse was stolen on (B)(6) 2014. She was off the device for three days. On (B)(6) 2014, she ended up being hospitalized for high blood glucose and diabetic ketoacidosis. Her blood glucose when hospitalized was over 400 mg/dl. She had not been feeling well and was not eating much. She drove herself to the emergency room. Customer requested a second device, but it never came due to insurance issues. She was hospitalized a second time on (B)(6) 2014. Her blood glucose was 820 mg/dl. She had diabetic ketoacidosis and diabetic neuropathy. She had been off the device since it was stolen. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.